Manufacturer narrative:
Reporter occupation is patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the thromborel s laboratory method. The result from the meter was 3.1 inr. The result from the laboratory within 1 hour was 2.3 inr. The patient¿s therapeutic range is 3.0 inr.